Manufacturer narrative:
Thickened leaflets. Device not returned. Additional manufacturer narrative: per the health-care provider the event was patient related. Therefore, sample device evaluation was not requested since there is no allegation of product malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, per the health-care provider the source of infection is from urinary tract infection.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately three years and seven months. Based on the follow-up with the health-care provider, it was learned that the device was explanted due to paravalvular mitral regurgitation secondary to endocarditis (from urinary tract infection). The health-care provider also mentioned that the explant was not related to any device malfunction. Per the discharge summary, on (B)(6) 2011 the patient was admitted with hyponatremia and malaise and found to have a urinary tract infection with positive blood cultures, treated with antibiotics. A transthoracic echo and a transesophageal echo was negative. The patient improved and was discharged home on (B)(6), 2011. On (B)(6), 2011, the patient was presented to the emergency room with a two week history of productive cough, shortness of breath, especially at night, fever, and chills at which time was started on antibiotics. Transesophageal echo performed on (B)(6) showed an infective endocarditis with resultant fistulization of mitral aortic valvular fibrosis and significant para mitral valvular leak. Mitral regurgitation was difficult to assess due to the adjacent fistula. Per the operative report, the patient underwent surgery for a redo sternotomy, redo cardiopulmonary bypass, and re-replacement of the aortic and mitral valves. Entry into the sternum and dissection of the mediastinum were quite straightforward. The aortic and mitral anatomies were significantly distorted, and required quite a bit of time and difficulty for exposure. In essence, there appeared to have been complete replacement of the aortic root with fibrous tissue, and a significant leak around the aortic valve that was now in continuity with the left atrium. The aortic valve (non-edwards valve) interestingly, had leaflets that were all quite thickened and stiff. This was in contrast to the mitral valve (edwards valve) where the leaflets were quite pliable. The subject devices were replaced with edwards bioprosthetic valve. Tee at the end of the case revealed no mitral regurgitation and no aortic regurgitation.